Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that patient had been vomiting for several days now, currently in the hospital and stated it was related to her device because she was vomiting. It was later reported that patient was hospitalized with nausea and vomiting a day prior to this call and they are planning to discharged the patient on the day of the call. The patient did not want to leave hospital due to the severity of her symptoms until she gets adjusted / reprogrammed. A follow-up report will be sent if additional information becomes available.